Event description:
In 2008, at 4:18 pm, the lay user/reporter (daughter) contacted lifescan (lfs) alleging that a onetouch ultra2 meter has an error 2 message. The complaint was classified based on the customer service rep (csr) documentation since medical affairs specialist (mas) was unable to contact the patient to obtain/verify additional information. The patient normally tests her blood glucose at least four times a day and manages her diabetes with insulin (usually requiring no dose adjustments). The patient's blood glucose result of "334 mg/dl" was last taken on approx two months earlier. Later on the day (at 1:27pm), the patient reportedly rechecked her blood glucose, but the meter had an error 2 message. Ever since then, the reporter claimed that the patient stopped testing her blood sugar. Since the patient lives alone, the reporter does not know what her mother (patient) do regarding her diabetes treatment after the meter had the error 2 message. The reporter mentioned that the patient is taking a fixed-amount of insulin regardless of blood glucose levels. On the month prior to oginal month at 10:00 am, the patient was reportedly found on the floor nearly unconscious and incoherent and the emergency medical services (ems) were called for assistance. When the paramedics came, they checked her blood glucose and it was "very close to 400mg/dl" and an unspecified type/dose of insulin was started on the patient before taking her to the emergency room (ER). The patient's blood glucose on the ER's meter was "379 mg/dl" and she was reportedly treated with unspecified type/dose of insulin. It's unknown how long the patient stayed in the hospital and whether she was treated for other health conditions. Since the mas was unable to speak directly with the patient, it was unknown what the patient's activities were before the reported incident. During troubleshooting, it was verified that this was not a new out of box product. The testing technique was correct and test strips were in good condition. The issue was not resolved when a retest was performed. The patient's products have been replaced. The complaint is being reported due to the following conclusions: the patient was reportedly treated at the ER for hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.